Manufacturer narrative:
Pt identifier and weight were not available at the time of this retrospective report. The software investigation found that the issue was likely due to an intermittent connection that was resolved after preventative maintenance (pm). The issue was not related to the software. After the pm, the system was confirmed to be fully functional at the site and the issue was resolved.

Event description:
A site representative called to report that the system was not communicating with the tracking system. The surgeon chose to proceed with the case without the use of the system. There was no impact to the pt.